Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 20 mg/dl at the time of the incident. The customer was given intravenous glucose to treat. The customer experienced symptoms such as loss of consciousness and seizures. The customer was wearing the insulin pump during the incident. The auto mode on the product was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer had 3 glasses of wine the night of the incident, had lost weight, and thought they were getting too much insulin. The product will not be returned for analysis.